Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the customer reported the aiming arm instrument does not function properly and the device is not within the tolerance. No further information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: the performed investigation of the basis of manufacturing and material data along with a thorough functional test have shown that the present instrument was manufactured according to the specifications and functions properly. The investigation with function gauge and test mandrel has shown no abnormalities. The mentioned malfunction could not be reproduced. This complaint is invalid.